Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case near the display window corners and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during basal. The device was not dropped or bumped. It passed the displacement test. Customer inserted a new reservoir and alarm is recurring during basal. Blood glucose value was 130 mg/dl. Nothing further reported.